Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "stops in middle of feeding". They did not advise if the pump alarmed or not. The initial reporter stated that they had no additional information. The complaint appears to have occurred during testing. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. When the pump was returned to mmdg for investigation the pump did under infuse, however it was still within the volumetric range that mmdg considers not reportable. The pump alarms also operated as expected. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "stops in middle of feeding". They did not advise if the pump alarmed or not. The initial reporter stated that they had no additional information. The complaint appears to have occurred during testing. [(B)(4)].